Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on may 18, 2007 and alleged that his surestep enhanced meter was in the wrong unit of measurement (mmol/l instead of mg/dl). The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. Eleven days later in the morning, the patient had received a result of "2.6" at home and was experiencing dizziness at the time of concern. He also reported that there was a missing left segment on the display. He received assistance/advice from a healthcare professional. He did not receive/require any medical treatment. At the time of troubleshooting, it was verified the patient was not aware of the meter being in the incorrect unit of measure. He was unable/unwilling to answer if he had recently changed the units of measurement in the meter settings. Although there is insufficient information as to since when the meter was in the wrong unit of measurement and if the patient had recently changed it in the meter settings, this complaint is reported, because the meter was in the incorrect unit of measurement (mmol/l instead of mg/dl) at the time the patient was experiencing dizziness and the patient was not aware of the meter of measure. He also reported the left segment missing on the display. A replacement meter, control solution, and test strips were sent to the lay user/patient.